Event description:
Caller reported that pump display was frozen and could not be cleared with the button alarm. Customer¿s blood glucose level was 6.1 mmol/l, which was within the normal range. Customer performed a pump reset after receiving instructions from technical support, resolving the issue.